Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a high anterior resection, the physician was using the device for the first time. The device was chosen and purstring prepared, but this particular device was very tight in the anus, so a number of sizers were used to expand the anus. Once the gun was in place it was fired and at completion, 2 turns to tilt the anvil and click heard. Upon trying to remove the instrument from the anus, the physician noticed that the anastomosis was coming down with the stapler, suggesting that it was still attached somewhere along in the anastomosis. He wiggled the gun around a bit and eventually withdrew the gun. Immediately there were some seeds coming out, suggesting a leak. Upon doing and air/ water leak testing, large bubbles were seen, confirming a leak. The physician identified the leak on the anterior side of the anastomoses and sutured it. Another leak test was performed which showed the leak had been fixed. The patient was washed out a number of times and a drain put in. The physician recommended that the patient fast for 10 days to allow the anastomosis to heal sufficiently. The patient was brought back to the theatre that night after brown color was seen in draining fluids. The anastomosis was determined to still be leaking and was re-fixed, then a loop diversion to a colostomy bag was performed. The patient was lastly reported in the intensive care unit but improving daily. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, at this point in time the colostomy is temporary.